Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During onsite visit the field service engineer (fse) replaced eye tracker mirror and did all alignments. Service installation record was performed and found the system is working fine. The root cause is the worn eye tracker mirror. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system displayed an error during eye tracking. Additional information received states that there was no error message but the engineer observed the eye tracker mirror was dirty so he replaced it to improve eye tracking quality. The laser was fired and surgeries were completed without any issues.